Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, 3 minutes prior to the start of the alleged issue the patient reported having symptoms of "sticky mouth, blurry vision, sweaty, short temper and hot" which he associated with high blood glucose. The patient reported the alleged issue first occurred on (B)(6) 2012, at 5:45am. The patient reported using no diabetes medications to manage his diabetes. In response to his alleged issue the patient reported bolusing 7.5 units of novolog insulin on (B)(6) 2012, at 5:45am and at 6am, he had less to eat or drink than usual. During the time of troubleshooting, the cca noted the subject meter battery had recently been replaced. The patient was using the correct test strips. The cca noted this was not the first time the meter had been used, and there was no misuse of the product. When a new test strip was inserted, the meter did not turn on. When the patient pressed the power button, the meter did not turn on. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient reported being symptomatic prior to the start of the alleged issue, therefore the meter could not have caused the injury, and there was no delay in treatment. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.